Event description:
A tandem mobi cartridge alarm was reported, and there was no adverse impact on the customer's blood glucose level. The customer experienced cartridge alarms with consecutive cartridges but no prior alarms with the same serial number. Technical support (cts) confirmed cartridge alarm 34 and decided to replace the pump. The customer will continue to use the current pump as a backup therapy and has the most up-to-date software. Cts instructed the customer on how to return the problematic pump to tandem using a provided return box and pre-paid label, and the customer acknowledged understanding of the instructions, including setting the pump into storage mode and programming replacement pump settings. A replacement pump was sent to the customer.